Event description:
A dealer has reported that the bearings seized up. A call was placed for additional information. It was learned that the end user uses this chair everywhere he goes. He uses indoors and outdoors. She stated the bearings in the caster of fork seized up. No injury or ill effect.